Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer's neighbor reportedly received a result of 82 mg/dl on the customer's compact plus meter and a result of 30 mg/dl on the fire department's meter. No specifics about the medical condition of the neighbor were provided. The alleged product was replaced and requested for evaluation.